Manufacturer narrative:
One opened and or used reservoir was inspected for anomalies and none were noted. Occlusion test and manual prime was performed, the reservoir passed no occlusion anomalies were noted during analysis.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 2 reports regarding this event. See manufacturer report number 2032227-2014-62786 for the insulin pump.

Event description:
Customer reported that the insulin pump alarmed motor error. Customer stated he was priming and received the motor error; he did a rewind he tried to prime again and received a motor error. Customer took the reservoir out and performed manual prime and insulin was could not exit. Finally he changed he reservoir and infusion set and stated that now he is able to prime. Device was not exposed to a magnetic field. Customer does use the sensor feature. Customer declined to replace the insulin pump as he stated that it is functioning and the alarm was due to the reservoir and infusion set. Blood glucose value is 123 mg/dl. Nothing further reported.